Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer disconnected the call. Most likely underlying root cause: mlc-28 - there was not enough information to determine the mlurc. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for lo display. Caller called to find out what lo meant on a true balance meter, it reads 20-600mg/dl under 20mg/dl can read lo. The customer then disconnected the cal. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.